Manufacturer narrative:
Serial number: (B)(4), catalog number: 720182-01, UDI number: (B)(4), expiration date: 06/20/2022, manufacture date: 07/05/2017.

Event description:
It was reported the patient will have his inflatable penile prosthesis revised due to fluid loss and inflation issues on a future date. It was explained that the pump was empty and the patient was unable to inflate the cylinders. No patient complications were reported in relation to this event. Additional information was received that the patient had his ipp removed and replaced. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.